Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a software error. Eleven crystal errors occurred. Device clock is running slow and losing time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately three months after the implantation procedure, the implantable cardiac monitor (icm) device clock was twelve hours off. The device clock was reset. Four months later, the device clock was five hours off. The device clock was reset. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable cardiac monitor (icm) was explanted.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device was unable to confirm an issue. Hybrid analysis con firmed crystal errors through the device memory logs. Bench testing determined the y1 crystal oscillator to be operating at the correct frequency, prior to and during a telemetry session. The device was fully functional during testing and the crystal errors were unable to be recreated. The cause of the errors was undetermined, and no hybrid anomalies were identified during the analysis. If information is provided in the future, a supplemental report will be issued.